Event description:
At 12:13 a.m. Sa low threshold alarm on my dex g4, set at the factory default of 80mg/dl, goes off. I groan, swear, and mutter under my breath. After cancelling the alarm, I feel for mr. Pump's infusion set tubing in the dark, and finding it, reel the pump in. It's hiding somewhere in the covers. I wake up the pump and enter a temp rate of zero for 15 minutes and drink about half the bottle of lemon lime liquid blast glucose fluid from the just-for-in-case bottle that lives on my night stand. This is my default approach to nocturnal lows. I'm not overly concerned. There was no drop-rate alarm, so this is a slow-moving emergency. Dinner was hours ago and I didn't need to take a correction at bedtime. There's nothing but basal on board. Perhaps I'll need to tweak it in a day or two. Or not, I was a bit more physically active yesterday, I could be paying the price for it now. At 12:26 a.m. Two minutes before my temp rate expires, and 13 minutes after drinking the glucose, my blood sugar has dropped to 67. Not good. I cancel the temp rate and enter a longer one: an hour and a half. I drink the rest of the glucose liquid. At 12:34 a.m. The fixed alarm goes off. I'm now at a sensor glucose of 55 mg/dl. Things are very quickly spiraling out of control. Dropping that much? That quickly? After drinking glucose fluid? Could the cgm be breaking out? A fingerstick confirms the sensor is right on the money. Dexcom weren't lying when they said the new g4 sensors have stellar performance in the low range. I start munching glucose tabs. At 12:48 a.m. Sensor glucose dips into the 40s. This is crazy. I haven't seen a real 40 since I don't know when. My cgms have never let me get this low. At 1:03 a.m. Sensor glucose bottoms out at 44 mg/dl. At 1:08 a.m. Sensor glucose is still at 44 mg/dl. A fingerstick confirms this is the real deal. Seeing the face of my dexcom receiver gloving blood-red in the dark of the night is un-nerving. A long row of bright red dots march across the screen. My g4 receiver looks like the bullet-riddled body of a mob hit. At 1:13 a.m. Sensor glucose is still at 44 mg/dl. At 1:18 a.m. Sensor glucose rises to 48 mg/dl. Panic sets in. But then, as the pump fill my brain, and just as I was fixing to rip the infusion set from my body and toss the pump out the window, the ice broke. My blood sugar rose from 48 to 56. Then five minutes later from 56 to 67. Then to 80. Then to 91. It was over. I set a final temp rate for another hour and a half and succumbed to restless sleep, full of fitful dreams dominated by machine gun fire, equipment failure, crashing planes, runaway trains, glowing pools of deep red blood, and big busted angles of death in black lacy lingerie always male to the last. Tandem t:slim caused hypoglycemia treated with glucoshots and glucose gels, liquids, and tablets as well as reduced basal insulin rate.